Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 82999 with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes gave erroneous results.